Manufacturer narrative:
UDI not available as the product information was not provided.

Event description:
Voluntary medwatch received states that the atrial lead exhibited under sensing appeared to result in an inappropriate atrial pacing. No intervention or procedure was reported. No patient symptom was reported.